Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The issue occurred on an unspecified date and involved a chemolock¿ bag spike with additive port. A little white thing in the straw part of the tubing (that looked like glue) was reported when the tech opened the package. The tech did not use the product. There was no report of any patient harm.

Manufacturer narrative:
Received one (1) used cl-13 chemolock bag spike for inspection. Errant solvent was observed on the tubing. The solvent fluoresced under uv light. The solvent was attached to the tubing wall and not loose in the fluid path. The reported complaint can be confirmed. The probable cause is due to errant solvent applied during manual assembly in manufacturing. The lot history was reviewed and no nonconformities were found that would have led to the reported complaint.